Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set experienced leakage. The following information was provided by the initial reporter: micro filter was placed on central lines, while flushing lines before connecting to patient rn noticed the hub was leaking. Product removed immediately and replaced with a new micro filter.

Manufacturer narrative:
H6: investigation summary 1 used sample (model#10011865) were returned for quality investigation by the customer. It was reported by the customer "micro filter was placed on central lines, while flushing lines before connecting to patient rn noticed the hub was leaking. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The set were connected to a 10 ml bd syringe filled with blue dye solution and attempted to be flushed. The fluid pass through the sample. However filter leakage from vent membrane was clearly observed, and leakage issue could be replicated. The quality notification was sent to supplier. A device history record review for model # 10011865 and lot number 22049105 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Investigation by supplier : the sample was examined under a microscope and no defect was obvious. The part was tested and the leak was confirmed .the integrity of the vent membrane was then checked by performing an airflow test on the sample under water. No bubbles appeared. This would imply that the membrane was clogged, and that there was no cracking / damage to the vent membrane. The part was flushed with distilled water at a pressure of 20 psi for 24 hours and then dried in an oven for 8 hours. The part was tested and did not leak at a pressure of 45 psi for 10 minutes. The root cause is unknown based on the investigation outlined above and there is no evidence of damage to the membrane and the reason for the leaks is that the hydrophobicity of the membrane was compromised. This may occurred post the listel process however not able to comment on the suitability of the solutions/ drugs used.

Event description:
It was reported that the bd alaris¿ extension set experienced leakage. The following information was provided by the initial reporter: micro filter was placed on central lines, while flushing lines before connecting to patient rn noticed the hub was leaking. Product removed immediately and replaced with a new micro filter.